Event description:
It was reported the heartstart xl does not respond in AED mode. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.